Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis revealed foreign material on electrode #2 of the device. No pu (polyurethane) was observed at the margins of the ring. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. However, the screening test could not be performed since no temperature was displayed due to an open circuit on the tip area. A fourier transform infrared spectroscopy test (ftir) was performed; the results of ft-ir revealed that foreign white material found over the device surface is primarily composed of polyethylene (pe) material with silicone fluid traces. The cause of this material in the catheter remains unknown. The material found could be related to the sheath and part of the procedure. Additionally, according to pictures provided by the customer, the catheter was not visualized on the carto3 screen, also a high force value was observed on the carto3 screen. The customer complaint was confirmed based on the picture received. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the device is disconnected. If the problem persists, replace the device cable or the device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The event described could not be confirmed as the device performed without any force sensor or visualization issues. Photo provided by the customer shows a hi force error, however, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported visualization and force issues. Investigation findings: open circuit (c0205) and inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) and electrical lead/wire (g02015) were selected as related to the foreign material found in the electrode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified foreign material on electrodes. It was initially reported by the customer that during operation, device was recognized by the carto 3 system but the catheter was not visualized on the carto 3 system, or the visualization of the device disappeared or was not clear. A second catheter was used to complete the operation. There was no adverse event reported on patient. It was also evident there was a high force issue that occurred. The customer's reported visualization and high force issues are not considered to be MDR reportable since the user will have to replace the catheter in order to complete the case. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2022, he bwi pal revealed that a visual inspection of the returned device found foreign material inserted on electrode 2. This finding has been reviewed and considered to be an MDR reportable malfunction.